Manufacturer narrative:
The catheter and the embolic material were not returned for analysis. There was no report that the devices caused or contributed to the visual impairment event. The patient did not require any additional medical treatment for this event. Neurological deficit is a known risk of embolization procedure and is documented in the device¿s instruction for use. MDR related to this event: 2029214-2016-00680 2029214-2016-00681 2029214-2016-00682.

Event description:
Medtronic received report that following embolization of the right occipital pole arteriovenous malformation, the patient's neurological evaluation following arousal from general anesthesia, was noted to show early left visual field impairment that was compatible with expected visual (homonymous hemianopia). At the conclusion of the procedure, no unintended iatrogenic cerebral vessel occlusion identified. No contrast extravasation or new mass effect seen. The patient tolerated the procedure without changes in hemodynamic status. There were no other procedure or device issues. There was no report of additional medical treatment being given. However the left inferior quadrantanopsia (defective vision or blindness) did not resolve and is ongoing. Post resection procedure the patient's nihss was 1 and mrs of 1. Brain avm symptoms: headaches/migraines, seizures, visual disturbances, parasthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.